Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including death, have been associated with use of this device. All vad patients face risks. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by medical staff that a patient experienced a massive hemorrhagic cerebrovascular accident (hcva) which he did not recover from and died on (B)(6) 2015. No additional information was reported.

Manufacturer narrative:
Death date is unknown. Date of the death could not be confirmed. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Air embolism is a known potential complication associated with all patients implanted vads. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. With a review of the available information there was no evidence of any device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. In addition, no autopsy was performed so the official cause of death remains unknown. Though the root cause of the reported event cannot be conclusively determined; clinical factors that may have contributed include the patient's subtherapeutic inr, recent implant procedure and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicates that the patient was stable, awake and doing adequately well in the cardiac surgery ICU. He was mobilized in the chair and was noted to be fully anticoagulated. On (B)(6) 2015 at 4 am the patient was increasingly somnolent and a brain computed tomography (CT) scan was performed revealing a front parietal parenchyma bleed with surrounding edema, accumulation in both lateral ventricles due to occlusion of the interventricular foramina [foramen], and subarachnoid bleeding. There is no device malfunction related to this event, the facility clinical evaluation is that the anticoagulation was not in the therapeutic range. There will not be an autopsy. The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including death, have been associated with use of this device. All vad patients face risks.